Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock (n35c) there was an issue with infusion didn¿t drip and flash back occurred in the route.

Manufacturer narrative:
Investigation summary: one sample unit was returned for evaluation by our quality engineer team. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Investigation conclusion: upon visual inspection of the sample, no defects were observed. Liquid from the infusion bag was able to flow throughout the n35 and c35 products. No flow issues were found. Root cause description: root cause could not be determined as flow issues were not confirmed. No defects found in injector. Rationale: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock (n35c) there was an issue with infusion didn¿t drip and flash back occurred in the route.